Event description:
During a cataract extraction procedure of a dense cataract, the clinic reported experiencing a posterior capsule tear and the lens dropped into the retina in the patient's operative eye. In addition, the event occurred during sculpt mode. The patient required sutures and an unplanned vitrectomy. The clinic reported patient recovery would be slow and surgical outcome is unclear. There is no additional information provided related to the event.

Manufacturer narrative:
The clinic did not request the phacoemulsification machine to be examined and tested. The amo clinical support specialist followed up with the clinic and reported that the surgeon recently changed the type of viscoelastic he was using from a cohesive to a dispersive agent and did not change the phaco settings and technique to allow for the difference in viscoelastics. The surgeon reverted back to the original viscoelastic and reported that he has not had any further issues.